Event description:
Operating surgeon informed the sales rep that part of the screwdriver for compression turned out to be broken during surgery. Surgeon reported that the surgery was completed using another set of instruments borrowed from another hospital.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that screwdriver blade, cannulated was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high torsional forces during the application. The visual investigation of the inner blade revealed that the tip of the cannulated screwdriver blade is indeed completely broken off (unfortunately the broken tip debris has not been returned). These damages clearly indicated that high mechanical force had been applied which finally resulted in the tip breakage. The fracture surface shows the appearance of a ductile forced rupture from torsional overload. The hexagonal coupling connection is still intact though. Note a CAPA (B)(4) has been initiated in order to further improve the current design. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Operating surgeon informed the sales rep that part of the screwdriver for compression turned out to be broken during surgery. Surgeon reported that the surgery was completed using another set of instruments borrowed from another hospital.